Event description:
Additional information was received from the manufacturer representative regarding the patient's one lead that was out of service. Per the manufacturer representative, the lead was not fractured; the lead had just been disconnected from the implantable neurostimulator (ins) block. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
See manufacturer¿s reports #6000153-2015-00292 and # 6000153-2015-00293 for the leads in this system. Concomitant medical products: product ID :3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead .product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported she met with a manufacturer's representative (rep) and an x-ray was done. The rep determined that one of the patient's leads was completely broken. No patient symptoms were reported. The patient's relevant medical history included reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome. The circumstances that led to the broken lead remain unknown. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The consumer reported it was taking too long to recharge. It was hard to charge. The patient would have to sit for two hours before anything would start charging. When asked if the patient was not getting coupling bars, the patient said, "no, it was charging but it took too long to charge." It would take 2 to 2.5 hours to charge the implantable neurostimulator (ins). The patient went to her healthcare provider (hcp) on (B)(6) 2015 and her device was tested by a nurse. The nurse determined that the patient's ins was completely dead and was no longer working. The ins would not charge. The nurse sounded like the ins would need to be replaced. The patient wanted to get more information on what to do next because "it kind of hurts." The circumstances that led to the recharging issues remain unknown. Additional information received from the manufacturer representative reported seeing the 574 error code. It was noted that the implantable neurostimulator (ins) was previously programmed. The patient was seen for reprogramming about one month prior to (B)(6) 2015, and the implantable neurostimulator (ins) had not worked since then. Interrogation with a clinician programmer and reprogramming resolved the issue. During interrogation with the system, the manufacturer representative found the right lead was out of range. The manufacturer representative indicated that the patient had numerous falls and x-rays had been done. The ins was reprogrammed using the left lead to get some bilateral coverage and into the left leg. It was reported that there was no stimulation felt on the back and leg; this was considered a sudden change in therapy/symptoms. The manufacturer representative later reported that the manufacturer representative became aware on (B)(6) 2015 that one of the leads was not intact. During the patient's appointment, it was discovered that one of the leads had all impedances above 10,000 ohms. X-rays showed that the thoracic placement was fine, however it looked like one of the leads entering the battery had slipped out, therefore causing that one lead to be out of circuitry. Reprogramming was done and therapy was regained with the one lead that was intact; this was why implantable neurostimulator (ins) was never ordered or scheduled. After reviewing the x-ray results, it was determined that the patient would continue to use her current ins. It was noted that the ins was 5 years old, so it was approaching its elective replacement indicator (eri). The manufacturer representative reported that plan at this time was to wait until eri happens, then replace the battery and decide if lead replacement was needed. It was further reported the patient had a secondary appointment on (B)(6) 2015 in which the patient was having trouble charging so they "went into all that." During the appointment, the manufacturer representative saw that the lead was still not working / not functional, however the patient's therapy was still intact with the one lead. If additional information becomes available, a follow up report will be sent.